Event description:
Light broke at pivot support and down tube junction. No injuries occurred.

Manufacturer narrative:
The light was in use when it separated from the down tube at the extension arm junction. No injuries occurred and the light was replaced. The units shows signs of excessive wear and tear. The arm was continually fatigued by the end-user pushing the extension arm up into to the pivot support. This caused the extension arm to separate and drop. The end-user should have notified the damage occurring at the junction and had the light repaired prior to the incident.